Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of non-occlusive outflow graft thrombosis could not be confirmed through this evaluation as the device is not available for investigation and no images were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively established. A computed tomography (CT) scan was performed on (B)(6) 2020 due to low flow alarms. The CT reportedly revealed "layering low attenuation material consistent with thrombus extending at least halfway through the outflow." However, it was noted that there was normal contrast opacification of the distal outflow tract to the aorta. The CT report also mentioned severe cardiomegaly and right heart enlargement with an enlarged pulmonary artery and reflux of contrast into the inferior vena cava (ivc) and hepatic veins, correlating with pulmonary artery hypertension and elevated right heart pressure. The patient ultimately expired on (B)(6) 2020 reportedly due to extensive, non-occlusive outflow graft thrombosis. There were reportedly no changes to pump parameters or patient condition that would have contributed. It was reported that the patient death was not considered to be device-related and that the device operated as expected. The device will not be returned for evaluation. Multiple attempts were made to obtain CT images from the customer; however, no imagery was provided. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Pump thrombosis, hypertension, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition, states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient presented from home to the emergency department for low-flow arms on lvad, denying dizziness, lightheadedness, chest pain, or dyspnea. Patient endorses increased urination recently and decreased oral intake of fluids.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombosis could not be confirmed through this evaluation as the device is not available for investigation and no images were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not be conclusively established. The account reported that the patient expired on (B)(6) 2020 due to extensive outflow graft thrombosis. A computed tomography (CT) scan was performed to diagnose the reported thrombus. There were reportedly no changes to pump parameters or patient condition that would have contributed. It was reported that the patient death was not considered to be device-related and the device operated as expected. The device will not be returned for evaluation. Multiple attempts were made to obtain the diagnostic test results from the customer; however, no additional information was provided. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Pump thrombosis and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away due to extensive lvad outflow thrombosis. No additional information was reported.